Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the usb cable was damaged and the customer was having difficulty using the usb cable to charge the pump. The customer reported the pump is able to be successfully charged using a different usb cable. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.